Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation. The event was resolved with increased medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.